Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly, and visual inspection. Through visual inspection, the technician confirmed the bearings were corroded. The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.